Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pt's mom (reporter) contacted animas to report the pt's elevated blood glucose levels (bg). On (B)(6) 2010, the pump displayed 2 loss of prime warnings and the pt's bg was 489 mg/dl with ketones. The pt was also vomiting. The reporter indicated that the cartridge cap was loose and confirmed that she was able to tighten and secure the cartridge cap. The insertion site was changed at the time, a bolus was given, and the pt's blood glucose reportedly decreased but the pt's blood glucose remained in the 300-400 mg/dl range with ketones. The insertion site and cartridge were changed 2 times and new insulin was used. The reporter stated that the insertion sites are rotated but confirmed there was some scar tissue. The pt was using injections and the pump for corrections. The reporter was also in touch with the pt's health care professional on (B)(6) 2011, and the basal rates were adjusted. On (B)(6) 2011, the pt's mother called back to report an "abnormal motor sound when bolusing and priming, which she first noticed on (B)(6) 2011 night. She indicated that she was able to obtain a loaner pump from the doctor's office on (B)(6) 2011, and the pt's bg has gone down after using the loaner pump. A replacement pump was sent to the pt. This complaint is being reported because the pt allegedly developed elevated bg level with ketones with the subject pump. Her bg reportedly went down after using a loaner pump provided by the doctor.